Event description:
It was reported to nova biomedical that a consumer received a result of 21.7 mmol/dl (393 mg/dl) on their blood glucose meter. The consumer immediately performed an add'l three tests using the same meter and strips getting the following results: 20 mmol/dl (362 mg/dl), 15 mmol/dl (253 mg/dl), and 14 mmol/dl (272 mg/dl). The difference in the readings was determined to be clinically significant. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.